Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of the device received. Visual inspection revealed that the device was received in a normal used condition. Upon the upper and lower jaw review, no structural anomalies could be detected. The needle used was not returned for evaluation. The rest of the expressew gun was in a normal shape. To test its functionality, a sample rubber strip, test needle and a test suture were used; as a result; the needle and the suture released as expected. The trigger was pulled several times, and the device performed as intended. The upper jaw was opened and closed without anomalies. No failure was detected. The overall complaint was unconfirmed as the observed condition of the expressew iii ac+ gun would not contribute to the complained device issue. Based on the investigation findings and since the needle used was not returned, it not possible to determine a root cause for the issue experienced by the customer, however a possible one can be attributed to a needle mis insertion into the gun's loader, consequently the trigger was activated and the needle jammed. Therefore, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number: 5116719021810, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4) investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Given the results of the visual inspection of the photo, due to the trigger position, it is possible to identify that the needle is stuck in the gun shaft, it appears that the needle was pulled through the lower jaw. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue.¿ based on the investigation findings, the possible root cause of the issue encountered can be attributed to an improper maintenance of the device that would lead to bio-debris build up inside the expressew shaft causing deployment issues. However, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a rotator cuff procedure it was observed that the expressew iii autocapture + suture passer device failed to retrieve the suture, and the needle got stuck/jammed. It was reported that a different instrument was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.